Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018 re-revision of acetabular cup in cementless tha. No documentation is available to analyze possible causes. In the post-revision image, a very evident osteopenic area is visible cranial to the acetabular cup, causes unknown, which probably undermined stability of the previous cup. No further comments can be expressed with the information at hand. Batch review performed on (B)(6) 2018. Lot 148343: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 03/31/2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup dm double mobility hc liner ø 52/28 reference 01.26.2852mhc (k092265) lot 162321: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 06/29/2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary case on (B)(6) 2015. On (B)(6) 2017 the patient came in complaining of instability due to stem subsidence. The surgeon revised the patient with another company's stem and head and a medacta liner [(B)(4)]. On (B)(6) 2018 the patient came in complaining of pain. The cause is unknown. The surgeon removed the cup (implanted on (B)(6) 2015) and the liner (implanted on (B)(6) 2017) and the other company's head with another company's product. The surgery was completed successfully.